Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged a few days after the implant procedure in 2008 and exhibited loss of capture. The physician was unaware of the dislodged lead until (B)(6) 2015. The lead was capped and replaced during a device change out procedure. The patient was in stable condition prior, during, and post operation.